Event description:
During product service by a service technician, a flo-gard infusion pump was found to have door damage. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. A visual inspection was performed which identified a damaged pump head door. The cause of the damage was not determined. To correct the condition, the pump head door was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.